Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating that communication between the monitoring and the breathing subsystems is lost. This can happen if the breathing subsystem is not working properly or deliberately has shut down the ventilation due to internal problems. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. Based on technician statement, the control printed circuit board was cleaned. The issue has been resolved and the device was delivered to the user in working condition. If an error occurs during ventilation, ventilation may be stopped and audiovisual alarms may be generated. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating a control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).